Manufacturer narrative:
Product has been received by zimmer biomet. Based on associated device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. The pegs (rd-4560-39-00) were loose or had fallen off the body of the block as stated in the complaint. A pin that was returned with the product was fitted into each of the returned guides to test the functionality and it fit without issue. Visual examination of the pins found evidence of weld around the base of the pin and on the face of the block on both pin positions for all blocks and pins returned. One pin that was returned appeared to have fractured at the threads and the threads remained in part 32-487107 lot zb110901. Upon examination of the peg returned, the peg had wrench marks, and it is likely that the pins were subjected to enough torque to cause the weld bond to fracture. After discussion with the development engineer manager, it was determined to be likely that the surgeon removed the pegs with a wrench as a way to adjust the position or rotation of the block which broke the laser weld. Review of the complaint histories identified additional complaints that were investigated, and it was determined that no further action is required as the loosening of the pegs is likely a result of wear and tear over time. The IFU states that all instruments are to be inspected upon receipt and after each use and cleaning. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the pegs located on the posterior part of the cutting blocks no longer remain permanently fixed to the blocks. They have become loose and/or fallen off during reprocessing and are noted to be frequently loose. They are noted to be loose and/or have fallen off after the cleaning process, before tray assembly and sterilization.